Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed the right ventricular (rv) lead had low pacing impedance. No intervention performed was reported. There were no reports of patient adverse consequences.